Event description:
It was reported by service report that the weld on the side rail was broken and it would not latch and there were sharp edges. No pt involvement or adverse consequences are reported.